Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had elevated blood glucose (bg) levels for the past two weeks however a specific value was not provided. The customer stated the cause of the elevated bg levels was unknown. A bolus was delivered to address bg level. The customer was unable to troubleshoot at the time of the report and declined follow up by tandem technical support. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.